Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that starting sometime in 2026, the patient started to notice a gradual return of symptoms. The patient stated they didn't check the status of their implant every month and that it had been a fewmonths since they had checked the status, so they went to check it this past weekend and they got a message that said "end of service, therapy has stopped, replace the internal device to continue therapy." The caller stated they hadn't thought the battery had been draining that fast and stated they thought the implant was supposed to last 10 years. Patient services reviewed the meaning of the message and ins battery longevity considerations and how the longevity could be impacted by stimulation levels and asked the patient if they recalled what level they had their stimulation at. The patient stated they thought they'd had their stimulation at 5.0 ma. Patient services redirected the patient to follow up with their managing health care provider (hcp) to further address the issue. Patient said they'd follow up with their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that starting sometime in 2026, the patient started to notice a gradual return of symptoms. The patient stated they didn't check the status of their implant every month and that it had been a few months since they had checked the status, so they went to check it this past weekend and they got a message that said "end of service, therapy has stopped, replace the internal device to continue therapy." The caller stated they hadn't thought the battery had been draining that fast and stated they thought the implant was supposed to last 10 years. Patient services reviewed the meaning of the message and ins battery longevity considerations and how the longevity could be impacted by stimulation levels and asked the patient if they recalled what level they had their stimulation at. The patient stated they thought they'd had their stimulation at 5.0 ma. Patient services redirected the patient to follow up with their managing health care provider (hcp) to further address the issue.